Manufacturer narrative:
The customer reported the impella device was to be returned, however, it has not been returned at the date of this report. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
A 63 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the patient developed an access site bleed during support. As treatment, the pump was removed and a blood transfusion of unknown quantity was performed.